Manufacturer narrative:
Patient identifier: the entire ID is sid (B)(6). The abbott customer support specialist reviewed the instrument logs and was unable to identify a probable cause for the issue. However, the shape of the sample aspiration and dispense pressure profiles are different for the initial and repeated creatinine results. As a result, a preanalytical sample issue cannot be ruled out. There have been no further reports of discrepant results generated on architect serial (B)(4). The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A search for similar complaints did not identify a trend related to the current complaint. A review of the calculated erratic rates for the architect c4000 were within established limits. A search for non-conformances was performed and there were no non-conformances related to the current complaint. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The account generated false elevated creatinine when processing on the architect c4000. Sid (B)(6) tested 263.9 umol/l that did not match patient history. The sample repeated 71, 78, 77, 78 umol/l. Ethnicity/race was not provided. No impact to patient management was reported.